Manufacturer narrative:
During inflation, the balloon ruptured below rbp. No patient injury reported, this MDR is being reported per FDA request. Patient information regarding relevant tests/laboratory data is unknown. This information was not available from the facility. The stellarex device was discarded by the facility, thus no returned product investigation was performed. Per the IFU, balloon rupture is listed as a potential complication of the peripheral balloon.

Event description:
From a contralateral femoral approach, the stellarex device was used to treat a pre-dilated right mid sfa. During inflation below nominal pressure, the balloon ruptured. The procedure was completed with a competitor device. No patient injury reported.